Manufacturer narrative:
Manufacturing date from september 27, 2016 to september 28, 2016. The device was not returned; however, a companion sample was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A functional test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the multirate control module of an infusor. This occurred before use. There was no patient involvement. No additional information is available.